Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was shocked by a toaster at work and since had stopped receiving therapeutic benefit, about a month ago. After being shocked, patient was taken to the emergency room and was told that it did not go through their whole body because they only had burns on one side of their body. Patient turned the ins off after being shocked. Impedances were all within range, when taken both 3-4 weeks ago and the day of the report. Anterior, posterior, and lateral view x-rays were taken and looked normal. Patient was given new programming to try but it did not help. Patient still felt stimulation in appropriate areas. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Manufacturer representative reported the patient had "toe curling on the side of her implant" at the time of being shocked by a toaster. The curling resolved by turning her device off and she turned it back on the next day. She was reprogrammed and impedance checked about a month ago, date unknown. On friday, (B)(6) she returned to the office after trying all programs without success. Impedance was again checked and normal. No further information reported.